Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was not exiting the tubing during the load process. Reportedly, insulin was seen moving back and forth in the tubing. New supplies were used during troubleshooting and the customer reported that the fill tubing took much longer than normal. Blood glucose was 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.